Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 3.00x24mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, the tip of the stent strut was lifted up. The device was removed as a whole all together and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: promus element,mr,ous 3.00x24mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found distal stent damage. The undamaged proximal section of the crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube and the shaft polymer extrusion profile found no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 3.00x24mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, the tip of the stent strut was lifted up. The device was removed as a whole all together and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.